Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and a cystocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, vaginal discharge with odor, ovarian cyst and dysuria. It was reported that the patient underwent revision of the concurrent eroded mesh with excision of exposed mesh on (B)(6) 2012 due to eroded anterior mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07325. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision of eroded mesh with excision of exposed mesh on (B)(6) 2012 by dr. (B)(6). It was reported that following insertion the patient experienced urinary tract infection, burning urine sensation and stress incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Event description:
It was reported that following insertion the patient experienced urinary frequency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.